Event description:
It was reported that the tip of the driver was deformed and broke, though the surgeon didn't apply strong force when the last screw was tightened into the second proximal hole. The tip of the driver remained in the head of the screw thread though the surgeon tried to remove the tip using 2.0mm k-wire with power drill.

Manufacturer narrative:
Investigation in process, but not yet complete.